Event description:
This distributor became aware on 12/1/94 of an incident that occurred while performing a cardiac catheterization. Access was gained via the left femoral artery with an entry needle and the wire was advanced through the needle. An inability to advance the wire due to the pt's severe vascular disease resulted in removal of the wire through the entry needle. Upon removal a segment of the coating sheared and detached in the groin. The procedure was completed successfully with another wire. The pt then underwent successful surgical removal of the detached coating. The pt experienced no sequelae as a result.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device not used as labeled/indended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.